Event description:
Pt underwent cataract surgery on 10/14/98, and implnatation of a staar model aq-2010v intraocular lens in the right eye. The surgeon stated that during the insertion process, he felt that the lens ejected in an uncontrolled manner, due to the injector and tore the capsule. A subsequent vitrectomy was done and another lens was implanted. The pt developed hyphema. Prognosis is good when the hyphema clears. The surgeon did not return the injector (only the lens), so the evaluation was inconclusive.